Event description:
Event description cpi received information that during a replacement procedure of an implantable cardioverter defibrillator (ICD) (ventritex), the physician noted this endotak transvenous defibrillation lead (0062) was abraded, which appeared to be from rubbing against the (ICD). A new cpi (ICD) was implanted, along with a cpi (0125) lead. The (0062) was cut and capped.